Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "insulated wire leading up to tip has broken near one of the hinges/pulleys". For clarification, the instrument was found to have a broken conductor wire at the wrist assembly. Failure analysis found the primary failure of a broken conductor wire to be related to the customer reported complaint. The conductor wire was broken at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of broken conductor wire is attributed to a component failure.

Event description:
It was reported that during central processing, the force bipolar instrument was found to have the insulated wire leading up to tip broken near one of the hinges or pulleys. There was no report of patient involvement.